Event description:
Smiths medical were contacted on 15th june 2006. The patient had terminal cancer and was given a very short time to live (2 days). At approximately 4:00p.m. He was placed on a 24 hour ms26 syringe driver with morphine. At approximatly 7:00 p.m. A nurse checked the syringe and believed that it was flowing faster than it should. She then replaced the syringe onto another pump. At approximatly 10:00p.m. A nurse checked the patient and observed the syringe to be empty. He checked and the syringe lasted 6 hours instead of 15. A family member has stated to (investigating officer) that he did it on two occasions and he caused the syringe to be empty. The patient died at approximatly 8:27 a.m. On 13th june 2006. There was no locking deviecs in place on the pumps.

Manufacturer narrative:
H3-reported that devices will be returned.